Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan touch pump was received for evaluation. The inlet tube and connector were detached for testing. Examination and testing of the returned components revealed no functional abnormalities. The information received indicated the device was a "hard pump", but because no functional abnormalities were noted with the returned components the reported complaint cannot be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, remove touch (hard pump). Replace with classic pump.